Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, customers blood glucose (bg) level displayed "high". The customer addressed elevated bg with manual insulin injection and reverted to an alternate method of insulin therapy.